Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v622676, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative that he'd had the device turned off for about two years now because it didn't do much for him. The patient still gets an occasional pulse from it. The patient also mentioned he might want it taken out. No outcome was reported regarding this event. Indication for use was noted as urinary dysfunction/sacral nerve stim. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports the neurostimulator device that was implanted to stop the patient overactive bladder didn't help the strong urge to urinate frequently. The patient tried all of the 16 settings a number of times, but there were no setting that worked for the patient. The patient turned the device down so he was not being bothered by the electrical current that didn't help. Additional information reports the patient indicated that his bladder control implant device was not working and that he had not had any follow up on the device. It had never worked.